Event description:
International affiliate reports the surgical procedure coming to a close with the 25 screws placed in the pedicles and in the time of the fourth screw position, this hex tip of the moss miami final tightener became rolled, losing its star shape. An expedium intermediate tightener, (B)(4), in the set was used to tighten the remaining twenty one screws with the greatest power that the surgeon could exert to manually tighten the screws. This made the surgery take an additional hour to complete.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
Visual inspection of one returned mmsi final tightener ¿ x25 torque driver identified that approximately 1-2 mm of the hexlobes on the driver¿s distal tip has become stripped (rounded). Additionally, a hardness verification of the two x25 torque driver was conducted meeting specification range requirements. A review of the device history record for the mmsi final tightener ¿ x25 torque driver found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12 month review of the complaint trend analysis for the mmsi final tightener was conducted on the specific code from the complaint as there is no device family for this instrument. It should be noted that the standard set contains (2) x25 final tightener shafts. Based on the information reported, there was no backup x25 final tightener in the set prior to entering surgery. The lack of a backup driver resulted in a reported surgical delay of 60 minutes thus making this complaint reportable as documented in the decision tree. A reportable delay in surgery would not be expected if a complete set is available for use. Review of complaints found no significant trends. It should also be noted that a meeting was held on (B)(6) 2013 consisting a cross-functional team from complaints, quality and r&d. It was determined that a dr (data review) would be opened to track the investigation for issues of this nature. The root cause of the driver tip stripping for product code: 2797-12-600 is currently under investigation. Investigation activities will be documented in data review ((B)(4)). No corrective action / preventive action (CAPA) is required at this time as (B)(4) has been opened to track the investigation for issues of this nature on the (B)(4) x25 driver.